Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The left ventricular lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece without the guidewire for analysis. An x-ray examination was performed and it was found that the inner coil inside the connector region was bunched up which was consistent with procedural damage. The guidewire insertion test could not be tested due to the bunched-up inner coil inside the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies except for procedural damage.